Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained a 3 lead ECG cable to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1218058-2015-00139 and 1218058-2015-00137 for a similar events reported from the same customer.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, zoll medical received three sets of electrodes; lot numbers 3015, 3315 and 3615a from the same lots to be evaluated. However, it is unknown which electrodes were associated with each reported claim. As part of the investigation a visual examination was conducted on the returned electrodes which did not show any adhesive discrepancies. The electrodes passed an adhesive peel test within specification and reflected excellent bonding capability. The retained pair of electrodes when tested monitored and paced simultaneously. A thorough evaluation of the electrodes found no abnormalities which could have led to the reported malfunction. However, without the event electrodes, root cause analysis was unable to be confirmed. No trend is associated with reports of this type.